Event description:
Ultraviolet therapy chamber was cleaned by a maintenance technician. Ultraviolet a & b wave bulbs were removed for cleaning. When bulbs were replaced they were not put in the correct slots thus pts were subjected to incorrect phototherapy dosages. Four pts were given therapy before the bulb mixup was discovered. They all received 1st degree burns. There is no warning on the bulbs or chamber addressing the possibility of bulb mixup. There are only small red dots above the red slots.